Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred during the load process. Reportedly, the cartridge was filled with 300 units. There was no reported impact to the customer's blood glucose level. The customer reloaded the existing cartridge successfully.